Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device did not receive verification even after approval from pharmacy. A technical support specialist (tss) found no on-screen errors, but the network showed only one active connection. The tss confirmed with the customer that the rear switch was on and the cable was connected to the wall, though the customer could not verify if the wall switch was powered. The tss later confirmed with the customer that the issue was resolved and no further investigation was required. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 user informed that the cubex had issue to receive verification even received approval from pharmacy. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.